Manufacturer narrative:
(B)(4). Investigation result: only the ligator head was returned for analysis. A visual examination of the returned component found six bands present which were moved out of their position and some bands were caught under the other bands. It was noticed that the ligator head teeth were bent. The suture was intact and attached to the ligator head. The trip wire was cut with a sharp tool, the cut ends were inspected in magnified visual system. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. It is most likely that the ligator head teeth were damaged due to handling and manipulation of the device during procedure. Once the ligator head teeth are damaged, the suture can be detached from its position on the ligator head and this condition could have impacted the bands deployment activity, moving bands without being deployed, and contributing to the reported issues. Also the trip wire appears to had been cut with a sharp tool and this condition is not considered as an issue of the device. This failure is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the bands were twisted. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was no difficulty when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Investigation results showed that the bands failed to deploy and the ligator head teeth were damaged; this is now an MDR reportable event.